Manufacturer narrative:
Na

Event description:
Attorney's report of pt's alleged pain, recurrent hernia and permanent disfigurement due to defective mesh. The legal complaint/summons states the product was non-recalled composix kugel mesh.